Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper creepout and overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for stopper creepout and overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tubes are overfilling and the stopper is pulling off during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it was reported that the blue top tubes are overfilling and the vacutainer caps seem to be pulling off a little. We are noticing some lots of blue top tubes are overfilling. Our phlebotomists tell me that sometimes when they pull tube out of vacutainers the cap seems to be pulling off a little and slightly askew or cap slightly tilted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9036653, medical device expiration date: 2019-11-30, device manufacture date: 2019-02-05. Medical device lot #: 9065703, medical device expiration date: 2019-12-31, device manufacture date: 2019-03-06." Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubes are overfilling and the stopper is pulling off during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it was reported that the blue top tubes are overfilling and the vacutainer caps seem to be pulling off a little. We are noticing some lots of blue top tubes are overfilling. Our phlebotomists tell me that sometimes when they pull tube out of vacutainers the cap seems to be pulling off a little and slightly askew or cap slightly tilted.